Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining misidentifications for three different patient isolates as escherichia coli in association with vitek® ms (ref (B)(4). The customer indicated that the obtained identifications of escherichia coli did not match the gram stain results of the organisms. Escherichia coli is a gram negative rod. Isolate 1: expected: gram positive cocci. Vitek ms: escherichia coli. Isolate 2: expected: gram positive bacillus. Vitek ms: escherichia coli . Isolate 3: expected: gram positive bacillus. Vitek ms: escherichia coli. Repeat analysis for each isolate obtained results that aligned with expectations. There was no delay in reporting results and there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health.

Manufacturer narrative:
A customer in the united kingdom notified biomérieux of obtaining misidentifications for three different patient isolates as escherichia coli in association with vitek® ms (ref (B)(4)). Investigation: the investigator reviewed historical complaints and the device history record. There are no capas, nor non-conformities on vitek ms linked with customer complaint. Fine tuning according to the vilink alert tool criteria, the status was good during the tests made on (B)(6) 2021. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Knowledge base review: expected identification are not known as no reference method was used to confirm the organism. Sample data analysis: analysis of mzml sample files show that the potential misidentifications were obtained from spectra with high number of ¿all peaks¿ (between 132 and 176); indicating either non-optimal spot preparation (i.e. No material on the spot, bad crystallization, ¿.) Or non-optimal fine tuning (laser too high, detector too high). When the small peaks threshold level was increased (at 5mv instead of 0 mv), the biomérieux complaints laboratory obtained similar results but with an improved score level. However, the score level remains low; evidence of possible interfering peaks and confirms that the spectra are not optimal. Conclusion: based on the information above, the most probable cause of customer¿s issue are non-optimal spot preparation in conjunction with non-optimal fine tuning. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4) to further assist with sample spot preparation.